Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: unk, upn: unk, model: unk, serial: unk, batch:unk.

Event description:
It was reported that the patient was experiencing pain due to inadequate stimulation. The patient underwent a lead revision procedure where the leads where replaced and is doing well post-operatively.